Event description:
Reporter stated that customer received the following results on the aviva system within 5 minutes: 441 mg/dl, 321 mg/dl, 237 mg/dl and 103 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).